Event description:
Baxter (B)(4) received a report that an infusor leaked from the bladder after filling. The device was filled with a solution of fluorouracil and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 100 ml of fluid in the housing. The reported condition of a leak was confirmed. Visual examination of the unit showed no detectable signs of abnormality that could have caused a leak. A functional leak test was performed by filling the reservoir and monitoring the device for 24 hours. After the leak monitoring period, evidence of leak was detected at the welded area of the volume indicator port. The root cause of the reported condition was determined to be insufficient bonding; specifically, the volume indicator and the port were not properly welded together.